Manufacturer narrative:
The device history record (DHR) review confirmed the device met all material, assembly, and performance specifications. Analysis of the device revealed the main coil was detached from the delivery wire. The coil appeared to have broken off the delivery wire at the detachment zone. In addition, the main coil was tangled and stretched. Due to the condition of the device, a functional test could not be performed. Information available indicated the main coil and delivery wire were confirmed to be in good condition prior to use. Also, the coil was repositioned several times within the microcatheter. Based on the information currently available, it is probable that procedural factors may have contributed to the damages found on the coils during analysis, therefore, an assignable cause of operational context will be assigned to this investigation.

Event description:
Analysis of the returned device revealed that the coil had broken/fractured from the detachment zone. There were no reported clinical consequences to the patient.